Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure with an unknown outcome, a patient had a permanent paralyzed diaphragm, due to phrenic nerve palsy (pnp). No further information is available. No further patient complications have been reported as a result of this event.